Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5062986, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient's leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(4)) device evaluation indicated that the complaint of high impedance was confirmed. Visual inspection found lead body was bent/kinked/damaged at the clik anchor site, 1cm from the set screw mark. X-ray inspection confirmed multiple cables were fractured. There are no exposed cables at the clik site fracture. The lead body gets kinked right after it exits the clik anchor and it resulted in the reported complaint.

Event description:
A report was received that the patients leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.